Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be fractured along the post, rendering the device inoperative. The fractured post was returned with the device. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that based on the documentation provided, the root cause of the reported event was mostly likely the patient activity at the time of the ¿sudden cracking sound¿ after bending the knee strongly with a strong snap and resulting unsafe feeling when walking. The patient impact beyond the reported symptoms, intraop findings and revision procedure could not be determined, although the patient status was reported as ¿good¿. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka had been performed on (B)(6) 2010, the patient felt a sudden cracking sound when bending the knee while putting on a stocking on (B)(6) 2021. After that, the patient had had an extremely unsafe feeling when walking. As the post of a gii ps insert sz 5-6 11mm fractured, it was exchanged in a revision surgery on (B)(6) 2022. Patient outcome is unknown.

Manufacturer narrative:
Results of investigation: the device was not returned for evaluation but the pictures were reviewed, and the fracture was confirmed. The clinical/medical investigation concluded that, based on the documentation provided, the root cause of the reported event was mostly likely the patient activity at the time of the ¿sudden cracking sound¿ after bending the knee strongly with a strong snap and resulting unsafe feeling when walking. The patient impact beyond the reported symptoms, intraop findings and revision procedure could not be determined, although the patient status was reported as ¿good¿. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for revealed that implant fracture has been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported incident could be corroborated as the device was broken and it was required a revision surgery. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.